Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the system error 105. However, review of the history log confirmed the error. Further investigation of pump, which included disassembly of the motor/gearbox assembly found that the inner and outer gearbox bearings are worn, with the outer bearing cage disintegrated. This will cause the motor to seize producing a system error 105. The motor assembly was replaced.

Event description:
It was reported that a device alarmed for a system error 105. Any patient involvement, injury or medical intervention is unknown.